Event description:
The customer states she was accidentally stuck with the device that has just been used on a pt. The customer stated the device did not retract like it was suppose to. A request was made for the return of the suspect device, and replacement product was sent.